Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material lodged in the nozzle - however, the foreign material in the nozzle was unable to be further specified. It was not possible to specify the cause of which foreign material remained from the collected information. Olympus did not receive a reply from the user despite 3 good faith efforts to obtain information. Therefore, it was not possible to collect further information, and it was unknown whether there was a deviation from the instructions for use (IFU) in their reprocessing steps for the area foreign material remained. The suggested event is detectable and preventable by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in the event description, air/water flow issue was noted, and the light guide lens was found cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a suction problem. Upon inspection of the customer¿s returned device it was observed, the nozzle was found clogged by black rubbery material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.